Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The evaluation included an electrical safety check, a function check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the events. The mode used was typical/common for the polypectomies. Most likely there were many factors involved with the situations (for example, technique, pt's condition, etc). However, no conclusive determination could be made as to the cause of the events.

Event description:
Tha account reported that the electrosurgical unit (esu/generator) was involved in a pt incident and a non-injury pt situation. In 2006, a pt underwent a polypectomy to have a large 2 cm sessile polyp removed. The polyp was on the right side of the ascending colon. A saline injection was used to raise the polyp and the esu mode was forced coag. A piecemeal resection was performed to remove the polyp, but the excision was slow. Then a perforation was detected approx 1-1/2" from the site that the polyp was removed. No further info was provided in regards to additional medical treatment required for the pt. In 2007, a male pt had a 9 mm pedunculated polyp removed. The process was slow again. A "white halo" or blanching of tissue was observed around the excised site, but no pt problem resulted.